Event description:
It was reported that the wheelchair was received with a bent frame directly behind the left front wheel assembly.

Manufacturer narrative:
It was reported that upon delivery the customer noticed there was a dent in the frame behind the left front wheel limiting the turning capabilities of that wheel. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.